Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2186 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the latch of the extension tubing was unable to be engaged firmly. A new kit was opened for use in the patient. No other information was provided.

Event description:
It was reported that the latch of the extension tubing was unable to be engaged firmly. A new kit was opened for use in the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector and one 0.018 in. Nitinol guidewire were returned for evaluation. An initial visual observation showed the connector pieces were returned assembled. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece. Once the connector pieces were dissembled, the locking arms of the proximal connector piece were found to be slightly damaged. An attempt was made to disassemble the connector pieces and the connector was found to be able to be pulled apart by hand with ease. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.